Event description:
It was reported that scale marking issue was found before use with a syringe 10ml ls 21x1-1/2 dn emerald. The following information was provided by the initial reporter, "when the operating room was ready for intravenous injection after pumping the anesthetic, it was found that there was a problem with the syringe scale and it was impossible to accurately inject."

Manufacturer narrative:
Investigation: bd has been provided with a sample and photo for catalog 30773919 lot 1702605 to investigate for this record. Visual examination show a double scale marking on the syringe. As a result, bd was able to verify the reported issue. The marking process of bd emerald syringes is an approved and highly capable printing technology for medical devices. In some isolated circumstances, there is a possibility that during the scale stamping, a misalignment of the marking system produced presence of double printing. The occurrence of these double scale is very limited. It is concluded that the risk associated to this issue should be very low to negligible and should not represent any impact to the health of the patient or user. DHR showed no indication of the alleged defect.

Manufacturer narrative:
The reported lot# 1702605 was not found for the catalog number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issue was found before use with a syringe 10ml ls 21x1-1/2 dn emerald. The following information was provided by the initial reporter, "when the operating room was ready for intravenous injection after pumping the anesthetic, it was found that there was a problem with the syringe scale and it was impossible to accurately inject."